Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: on (B)(6) 2023, the nurse noticed white smoke coming from the exhaust end and smelling a strong burning smell while preparing to use the machine. No patient involvement as it occurred during a test.